Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the use of a high-frequency instrument without maintaining sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope 4.2 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited a burned distal end cover. There was no patient involvement.